Event description:
When assessing hourly vitals, the pump was noted to have a white screen with error message 15 displayed and was not infusing. We are unsure of how long the medication had not been infusing. There was no alarm generated to notify the clinician of the error.this was concerning because patient had just had a stent inserted and was on a medication to keep the stent patent at time the pump was found to be nonfunctional.our biomedical engineering department verified s308 errors in the log file. We returned the pump to the manufacturer for repair.